Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the cannula comes off before insertion and the sensor does not make a connection. The customer also indicated that they have experienced blood glucose versus sensor glucose differences. Customer indicated that the sensor glucose level was unknown but that the blood glucose was 28 mg/dl. Troubleshooting was done for range discrepancy and customer was advised that new sensors would be provided.